Event description:
Additional information received reported that the components involved included the implantable neurostimulator (ins) and the lead, and the event was device-related. The ins site was ¿painful,¿ and felt the patient was having a rejection reaction to foreign body. Troubleshooting included switching ins to contralateral side, but device was ultimately explanted due to allergic-type reaction to implant. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0nv3j, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was initially reported that the patient ended up having her device moved 10 days prior to the day of the report to another spot on the other side of her body because it had moved up under the incision. Since this surgery, the spinal incision had been open and ¿two areas¿ were open since surgery 10 days ago as well. The patient saw their doctor where ¿everything looked ok.¿ the patient was in pain from the surgery, but then the device was now ¿doing the exact same thing as it had been doing before,¿ noting that it ¿moved right up under the incision¿ causing a lump and ¿excruciating pain.¿ the patient felt that their body was ¿trying to reject it.¿ these symptoms started 3 days prior to report. On the day of the report, the spinal incision opened up and had been bleeding. Steri-strips were placed on it but the spinal incision ¿started to ooze bloody pus-looking stuff,¿ so the managing healthcare provider (hcp) closed the incision with glue on last friday and after the device ¿moved again.¿ the patient wanted the device explanted because she could not handle the pain which felt ¿like a nail pounding up her spine.¿ the pain was ¿so bad¿ that the patient had suicidal thoughts despite no history of depression; the patient stated she would never ever kill herself. Pain medication was given to the patient but it ¿didn¿t touch her pain.¿

Event description:
It was reported the patient¿s stimulator moved up and was causing pain. The entire device was sticking out and felt like a lump. The implant procedure took five hours, instead of the intended twenty to thirty minutes. The implant procedure was the worst experience of their life. Therapy was helping the patient¿s urgency. The device was working. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).